Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The 3.5x32mm taxus express2 drug eluting stent was taken out of the packing during preparation when it was noticed that the stent struts were flared. The device was not used and the procedure was completed with another stent. No patient complications were reported.